Event description:
(B)(4). Initial information for this spontaneous case was received from a physician via company representative on 10-sep-2007: a female patient initiated therapy with injectable poly-l-lactic acid (sculptra) in the facial area in 2006. One year after the injection, the patient developed redness and inflammation. The physician is not sure if the events are due to the poly-l-lactic acid or another cream that the patient is using. No further relevant medical information was reported.

Manufacturer narrative:
Additional information for sculptra (lot#/expiration date unknown) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.